Event description:
It has been reported that surgery time was extended because it was noticed that the femur was in a flexed position, and had to be replaced with a new femur because cement had already been applied.

Manufacturer narrative:
The affected device was returned and evaluated. Our investigation included a dimensional inspection of the device. There were some attributes that could not be accurately measured due to distortion of the product. Our investigation could not determine the root cause of this distortion. All other dimensions were found to be within specification. A review of complaint history revealed no prior complaints for this failure mode with this device.